Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "shifting up under arm, dimple, nipple tender, implant compromised, something suspicious on top of the implant, possible leak" with ultrasound. Healthcare professional reported "rupture" with mammogram, ultrasound and MRI. Later healthcare professional reported "no rupture". This record is for the left side. The device was explanted and replaced. Device was discarded. Therefore, the event of rupture will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "shifting up under arm, dimple, nipple tender, implant compromised, something suspicious on top of the implant, possible leak" with ultrasound. This record is for the left side. The device remains implanted.

Event description:
Patient reported "shifting up under arm, dimple, nipple tender, implant compromised, something suspicious on top of the implant, possible leak" with ultrasound. Healthcare professional reported "rupture" with mammogram, ultrasound and MRI. Later healthcare professional reported "no rupture". This record is for the left side. The device was explanted and replaced. Device was discarded. Therefore, the event of rupture will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4

Event description:
Patient reported "shifting up under arm, dimple, nipple tender, implant compromised, something suspicious on top of the implant, possible leak" with ultrasound. Later healthcare professional confirmed "rupture" with mammogram, ultrasound and MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., g.2., h.6. Reason for reoperation: malposition.